Manufacturer narrative:
(B)(4). D10: 00597206529 - all poly patella standard cemented size 29 mm diameter 8.0 mm thickness - 61905923; unknown - unknown femoral component - unknown; unknown - unknown tibial component - unknown. G2 : foreign country : japan. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-03697.

Event description:
It was reported that the patient underwent an initial knee surgery and approximately 12 years later presented complaining of pain and the surgeon suspected loosening. However, no loosening was seen on x-ray and no loosening was confirmed during surgery. The surgeon decided to remove the synovium to mitigate the pain. He also found damage and wear on the explanted patella and articular surface such as a gouge to the patella and scratches on the poly. Both of these components were replaced. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned. Visual evaluation of the provided photos found evidence of use (wear, scratches on bearing); however, no further information can be determined. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.